Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia during the reported event period. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data shows the hypoglycemia event in question was preceded by a period of glucose variability (a brief period of hyperglycemia followed by a hypoglycemic event, followed by another period of hyperglycemia). It appears that the user did not announce their evening meal and overtreated the first period of hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended by increasing and decreasing insulin dosing in response to cgm glucose values and triggering alerts. The hypoglycemic event was likely caused by failing to announce a meal which resulted in a hyperglycemic excursion and put the user at an increased risk of hypoglycemia. The user then overtreated this initial hypoglycemic event, leading to an additional period of hyperglycemia and further contributing to their risk of severe hypoglycemia. Failure to announce meals and overtreating lows can result in an increased risk of hypoglycemia as the corrections algorithm adds additional insulin later in the glycemic excursion. Users are trained to announce meals with carbohydrates and to avoid overtreating hypoglycemia to mitigate this risk.

Event description:
On 5/29/24 a beta bionics clinical diabetes specialist (cds) was notified by a healthcare provider (hcp) that an ilet user experienced a low blood glucose (bg) event resulting in seizure and hospitalization. The event occurred on 2/29/24. On 5/30/24 a beta bionics customer care agent followed-up with the user about the event. The user confirmed that they were admitted to the ICU on (B)(6) 2024. Their bg dropped below 40 mg/dl while they were sleeping, prompting their wife to call ems. The user was admitted to the ICU on (B)(6) 2024 and released on (B)(6) 2024. They are no longer using the ilet following this hypoglycemic event and after a discussion with their hcp.